Event description:
It was reported that the touchscreen of the device was unresponsive and the battery depleted faster than expected. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting assistance.